Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("excessive uterine bleeding"), genital haemorrhage ("excessive bleeding") and device dislocation ("essure coils had migrated") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced procedural pain ("severe stomach pain since the essure procedure"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain / severe pain/ pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("lower abdominal pain"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with surgery (on (B)(6) 2010, endometrial cryoblation). At the time of the report, the uterine haemorrhage, device dislocation, pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain and dyspareunia had not resolved and the genital haemorrhage, abdominal pain lower, arthralgia, uterine pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic discomfort, pelvic pain, procedural pain, uterine haemorrhage and uterine pain to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On (B)(6) 2009, plaintiff undergo endometrial cryoblation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2013: one of her essure coils had migrated. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event lower abdominal, hip, and uterine pain, excessive uterine bleeding and post procedural pain added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.